Event description:
It was reported the patient lost therapy due to not charging the ipg as recommended. The patient has not recharged or used the ipg in over 3 months. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Event date: date of event is estimated. Implant date: date of implant is unknown. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.